Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) driveline cable associated with hvad pump with unknown serial number and one (1) controller with unknown serial number were not returned for evaluation. Review of the manufacturing documentation associated with the hvad pump could not be performed since the device serial number is unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on historical review of similar events, the reported electrical fault alarms may be attributed to contamination in the driveline connector. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system - controller, model #: unk-controller / catalog #: unk-controller / expiration date: unk/ serial or lot#: unknown, UDI #: asku, device available for evaluation: no, device manufacture date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s driveline was contaminated during a surgical procedure in the operating room (or) causing an electrical fault alarm. The driveline pins were cleaned, and the controller was exchanged. The driveline remains in use. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.